Manufacturer narrative:
The reported low impedance and a "burning smell" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported impedance issue, burning smell and subsequent procedure cancellation could not be conclusively determined.

Event description:
During a bipolar palisade ablation procedure, the impedance was low and the generator emitted a burning smell so the procedure was cancelled. Following the cancellation, further troubleshooting determined the issue was due to the adapter cable. A new cable was used in all ports and the impedance displayed as intended and no burning smell was noted. There were no adverse consequences to the patient due to the cancellation and the procedure was rescheduled for a later date.